Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the "equipment does not turn on". There was no report of patient involvement.